Manufacturer narrative:
(B)(4). The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, there have been no other complaints reported for this failure mode within this lot. The complaint device was not returned to the manufacturer due to being infections; therefore, a device eval could not be performed. A clinical assessment was conducted by the volcano corporation scientific affairs department. The results of the assessment are summarized below: current pt status is unk, however, it is noted that a vascular dissection was confirmed during pci. The severity of pt harm is relative to the level of dissection. Type a dissections represent minor radiolucent areas within the coronary lumen during contrast injection with little or no persistence of contrast after the dye has cleared. Type b dissections are parallel tracts or a double lumen separated by a radiolucent area during contrast injection with minimal or no persistence after dye clearance. Type c dissections appear as contrast outside the coronary lumen ("extraluminal cap") with persistence of contrast after dye has cleared from the lumen. Type d dissections present spiral ("barber shop role") luminal filling defects, frequently with excessive contrast staining of the dissected false lumen. Type e dissections appear as new, persistent filling defects within the coronary lumen. Type f dissections represent those that lead to total occlusion of the coronary lumen without distal antegrade flow. In rare cases, a coronary artery dissection may propagate retrograde and involve the ascending aorta. Numerous studies performed prior to the common use of stents found that, in general, type a and b dissections are clinically benign and do not adversely affect procedural outcome. However, types c through f are considered major dissections and carry a significant increase in morbility and mortality. We will continue to monitor complaints for this failure mode via our standard complaint review process and data trending activities. No further action is required or anticipated at this time.

Event description:
It was reported that the wire could hardly cross the lesion inside the body. Upon viewing the angiogram, dissection was observed. The ffr was aborted and pci was performed.